Event description:
It was reported that during treatment in the mid/distal sfa using a contralateral approach, the deployment wheel would spin, but the stent would not deploy. The stent sys was removed without incident and upon removal, the stent was noted to be partially uncovered. Another stent was used to complete the procedure. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.